Manufacturer narrative:
No loose drive support cap was noted. However, a broken end cap was noted. The insulin pump also had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and a cracked battery tube threads.

Event description:
It was reported that the customer dropped the insulin pump and damaged the drive support cap. The customer's blood glucose was 71 mg/dl. The customer stated that he had discontinued use of the insulin pump a week prior and reverted to insulin pens. The customer was unable to load reservoirs into the insulin pump because the drive support cap kept popping off. Troubleshooting was done. It was confirmed that the customer pressed on the cap while connected. Advised customer that the insulin pump needed to be replaced. Advised customer to follow their medically prescribed back-up plan. Advised that a replacement insulin pump would be sent. Advised customer to never manipulate while connected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.